Manufacturer narrative:
The device was returned for evaluation, upon return of the device, the reported event was confirmed for a non-olympus rubber glues in the scope and needed to be replaced. Additionally, the bending section sheath was damaged, and the non-olympus distal end glue was detached and loose. The device video connector was also cracked. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus endoeye flex deflectable videoscope because the rubber in the scope needed to be replaced. Upon inspection and testing of the returned device, a b30 scope communication error was observed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Although the issue was confirmed by olympus (B)(4) evaluation, it was not confirmed by olympus USA. The investigation summarized that the error code b30 could not be confirmed. The image issue could be intermittent because of a temporary contact failure of the video connector, third party repair, or a peripheral equipment was defective. There is evidence of third party repair as the m-case and video cable were replaced with non-olympus parts, and replacing these parts involve de-soldering and re-soldering the charged coupled device (ccd) wire unit and pc board wires. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: "do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." "Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result."